Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a skin reaction at the infusion site after an unspecified duration of pod wear, which required medical attention. The patient noted to have developed a rash with blisters, redness, and itchiness in the area where the adhesive had been applied to the skin, leaving an outline of the pod on the skin. The patient consulted a healthcare professional on (B)(6) 2026, who diagnosed an allergic reaction and prescribed flonase (corticosteroid nasal spray) and skin tac for use on the skin. The patient reported a slight improvement when using skin tac but noted to still experience itchiness. No further medical evaluation or treatment was reported.